Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 08/20/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/31/2015 with the following findings: during testing, moisture was found on the pump¿s printed circuit board. The pump failed a leak test at the display lens. Unrelated to the complaint, the display screen was dim and discolored. The keypad buttons were unresponsive during testing due to the moisture on the printed circuit board.